Event description:
It was reported that balloon rupture, shaft break and removal difficulties occurred. The patient presented with peripheral artery disease (pad) and angiogram was performed to fix a heavily calcified chronic total occlusion (cto) in external iliac to superficial femoral artery the 100% stenosed target lesion was moderately tortuous and severely calcified. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 14 atmospheres for 10 seconds, the balloon burst. The balloon was then attempted to be removed but it was difficult; hence, the physician pulled the device with force and the balloon snapped in half. Since the balloon had burst; double negative pressure was applied to deflate and pulled the balloon in as close as possible to the shaft. Together with the wire, the balloon was fractured when removed successfully and no device fragments left inside the patient. A new sterling balloon catheter was used, and the procedure was completed. No patient complications were reported.